Event description:
During surgery for spinal stenosis at l4/5, it was found that the tip of the torque wrench broke into 3 small pieces while final torquing. These broken pieces entered the patient. The two broken pieces were removed from the patient but one broken piece could not be found (lost). The surgeon checked the x-ray and something that looked like the broken piece was seen but it was not sure if it was the broken piece. The broken piece is possibly in the patient but it also could have been suctioned when irrigated. The surgeon had to perform the final torque for 4 blockers without torque wrench since no back-up was available.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history review. Result: visual inspection - product was received for evaluation and found to have the hex tip broken, confirming the reported event. The inner shaft is broken at the level of the transverse pin. Manufacturing record review - no deviation was highlighted. Complaint history review - a trend was identified for similar devices and a CAPA was opened to investigate the issue further. Conclusion: product was received for evaluation and found to be broken at tip close to the transverse pin. Analysis of complaints on similar products indicate that raw material near the tip weakened during the welding process. Definitive root cause analysis will be part of the CAPA. Some samples of this specific reference were sent to study to an external laboratory and conclusions will be used to assess the root cause of the observed adverse trend.